Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse did not reproduce the reported complaint. The fse implemented personality module surgeon console (pmsc) swap of video slice (vsl) and surgeon side console (ssc). Service was performed to correct the reported problem, and the system was tested and verified as ready for use. A log review confirmed the procedure date of (B)(6) 2022 using system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the surgeon side console (ssc) could not be used after the start of the procedure and the surgeon was able to continue with the procedure robotically with the another ssc. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer informed the technical support engineer (tse) that there was a greenish image on the surgeon side console (ssc) high-resolution stereo viewer (hrsv). The issue disappeared when the customer called the tse. The customer stated that dual sscs were used, and the issue occurred on only one ssc. The vision side cart (vsc) touchscreen was normal. The surgeon used another ssc, which had no problem. The customer did not replace the endoscope. The original ssc no longer had the issue. The tse advised the customer to replace the endoscope, power cycle the system, and check which display showed the greenish image on the original ssc. The customer will follow the tse's advice later. The customer requested field service engineer (fse) follow up. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system initially powered on without any errors. The surgeon planned to use dual consoles in the procedure. However, the surgeon elected to disable the first ssc due to green color image issue and used the other console to complete the procedure. The tse could not find any error in the log.